Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly from 50% to 5%. The customer's blood glucose level was not impacted. During the call with tandem technical support the contact indicated the pump was not available to troubleshoot. The contact was advised to call once the pump was available to troubleshoot. Upon a follow up the customer stated that the battery has been charging and depleting normal.

Manufacturer narrative:
.